Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected.

Manufacturer narrative:
Corrected information was provided in d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the fluid leak at the sidearm was due to a leak at the connection between the yellow luer and purge reservoir from a crack in the plastic tubing connection, however, the exact cause of the cracking/damage could not be determined as limited clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support, a slow fluid drip was observed from the purge disc. It was reported that the leak did not affect purge pressure or purge flow, and that device flows and pressures were within expected ranges. The patient was subsequently escalated to impella 5.5 support for increased hemodynamic support; this escalation was reported to be unrelated to the observed device issue. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.